Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: "on (B)(6) 2026 there were multiple "exhalation obstructed" alarms followed by "exhalation obstructed condition removed" during use, with no obstruction of the exhalation valve or the bleed port." Patient involvement with no medical intervention and no patient, user, or third-party harm were reported.